Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that diagnostics/troubleshooting performed included connecting to the patient's pump device and the emergency room (ER) team decreasing the pump dose by 20% per hcp. The rep ran a log to confirm no issues with the pump. External/patient/environmental factors that could have contributed to the issue included the patient stating that he had been suffering from cold symptoms and took over the counter medications that evening before bed, along with administering personal therapy manager (ptm) bolus. It was unknown what the cause of the patient's symptoms were and the rep stated that the emergency department team did not make that available. Actions/interventions taken to resolve the patient's symptoms included the patient's daily dose being decreased to 20% per hcp and ER team. The patient's symptoms were resolved and it was unknown if other actions were taken.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump system for back pain with leg pain and non-malignant pain. The pump was used to deliver unknown morphine 10mg/ml at an unknown dose. It was reported that the patient had been dealing with a "sinus thing" and had been taking sudafed, benadryl and flexeril "for a while". The patient had a 20% dose increase on (B)(6) 2023. Overnight, around midnight, the patient "felt a crack in his neck and a rush of his medication" and then "a second crack and another rush of medication". The patient called 911 and ended up in the emergency room (ER), where he was given narcan and his dose was decreased by 20%. The reporter asked if the patient cracking their neck could affect the amount of medication that the patient was getting from the pump. Technical services reviewed that the patient should discuss their medications with their physician.